Manufacturer narrative:
It was reported that the device involved in the incident is available to be returned to the manufacturer for evaluation. To date the device has yet to be returned. Attempts are being made to obtain the device. An investigation into the root cause for incident is currently in progress. A review of the lot history records for the reported lot was performed for any deviations. The review confirms that the lots met all material, assembly, and performance specifications. The results of the device evaluation will be sent via a follow up medwatch. (B)(4).

Event description:
As reported on (B)(6) 2013, patient of unknown age and gender presented for an endovenous laser procedure of the leg. The treating physician successfully ablated an aasv and a large thigh perforator. As the physician proceeded to treat a calf perforator he noted the laser fiber failed to work, and upon extracting the fiber from the patient noted the laser had fractured approximately 4cm from the tip. No piece of the fractured fiber remained inside of the patient. The device was set aside and the procedure was completed with a different device. It was reported that the patient suffered no harm or injury due to this event. It was reported the device is available for return to the manufacturer for evaluation.